Manufacturer narrative:
The alarm log for bed 1024ucm was reviewed by a philips national support specialist (nss). Based on information provided by philips national service support (nss), the time and date for the issue being reported by the customer is 01aug2024 at 10:57:52; the patient was originally admitted to room 1024ucm and was transferred to room 1001ucm. The nss determined that there was no desat on bed 1024ucm due to alarm configuration settings. The spo2 desat delay is configured to be 20 seconds with an spo2 desat set at 78 and the average time set at 16 seconds. Based on the information available and the testing conducted, the cause of the reported problem was configuration related. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that they were expecting to get a red alarm, but when patient spo2 fell below 88, which was the set limit, there was no yellow/red alarm reported. The patient was moved to another room due to this room failing to alarm when it should have. The device was in clinical use. The patient was near coding with severe desaturation.

Manufacturer narrative:
Correction b1: adverse event/product problem. The serious injury is addressed in MFR report # 9610816-2024-00554.